Event description:
It was reported noise was observed on the atrial and right ventricular leads. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.